Event description:
The customer contact reported a leak. The tubing set was being used to deliver an unspecified concentration of saline. At an unspecified time, the customer contact reported that the physician noted a leak of an unspecified volume of solution at an unspecified location of the tubing set. The tubing set was replaced and the therapy was resumed. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).